Manufacturer narrative:
Occupation: lay user/patient. The test strips were requested for return. The customer's test strips were provided for investigation where they were tested using a retention meter and controls. Testing results (qc range = 2.5 - 3.7 inr): qc 1: 3.0 inr qc 2: 3.0 inr qc 3: 3.0 inr the obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. Relevant retention test strips (lot 405014) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The investigation did not identify a product problem. The cause of the event could not be determined. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods."

Event description:
The initial reporter complained of discrepant inr results with coaguchek vantus meter serial number (B)(4), compared to a laboratory using the stago neoplastin cl plus reagent. The result from the meter at 10:13 a.m. Was 5.7 inr. The result from the laboratory at 11:19 a.m. Was 3.9 inr. The patient's warfarin dose was not adjusted based on the laboratory result. Patient's warfarin dose has not changed since (B)(6) 2019. The patient's alcohol consumption increased on (B)(6) 2019 but has returned to their normal baseline level of consumption. The patient's therapeutic range was 3.0 - 3.5 inr.